Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a change in sound quality with the device since his last appointment in (B)(6) 2018. The sound quality is reported as radio static and "talking through the nose". Since about 3 months ago, when turning the head to the right it sometimes sounds like wind blowing and a little clicking. There is no report of trauma and no changes in health reported. Re-implantation is recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a change in sound quality with the device since his last appointment in (B)(6) 2018. The sound quality is reported as radio static and talking through the nose. Since about 3 months ago, when turning the head to the right it sometimes sounded like wind blowing and a little clicking. There was no report of trauma and no changes in health reported. Re-implantation took place on (B)(6) 2018.